Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keypad 2nd and 3rd buttons won¿t depress" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the top row second and third column have visual signs of wear. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's 2nd and 3rd button of keypad could not press found during testing in the biomedical service department. There was no patient involvement. No additional information is available.